Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was stopper pops out of the tube . This event occured twice while using lot 0323692. This event occured once while using lot 0323693. The following information was provided by the initial reporter: the customer stated: "this is the 3rd time this happen today and from 2 different people. The gold top tubes are uncapped after collection. I¿m not sure if anyone else is experiencing this issue. One we caught prior to sending we saw the leakage in the bag. The other two processing called and stated the specimen leaked in the bag. " additional information: 2/24/2021 spoke with the customer, and she explained that the caps from the sst tubes are not completely popping off the tube, but partially, and causing blood to leak out of them. This occurred with 2 different phlebotomists, and other tubes were also drawn, but there were no issues with those tubes. They were using bd 22 g needles and bd holders. The leakage occurrence in bags, so there was no blood exposure. Additional information: 3/3/2021: "the occurrences happened twice on lot # 0323692 and once on lot number 0323693. The samples were recollected same day on lot # 0323693. There were no issues after recollection. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation (material #367983, lot #0323692 and #0323693). Therefore, 29 retention samples from bd inventory were evaluated for each lot by functional testing and issues were observed (in both lots) relating to uncapping. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of uncapping through CAPA#1875009.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0323692. Medical device expiration date: 2021-11-30. Device manufacture date:2020-11-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was stopper pops out of the tube . This event occured twice while using lot 0323692. This event occured once while using lot 0323693. The following information was provided by the initial reporter: the customer stated: "this is the 3rd time this happen today and from 2 different people. The gold top tubes are uncapped after collection. I¿m not sure if anyone else is experiencing this issue. One we caught prior to sending we saw the leakage in the bag. The other two processing called and stated the specimen leaked in the bag. " additional information: 2/24/2021 spoke with the customer, and she explained that the caps from the sst tubes are not completely popping off the tube, but partially, and causing blood to leak out of them. This occurred with 2 different phlebotomists, and other tubes were also drawn, but there were no issues with those tubes. They were using bd 22 g needles and bd holders. The leakage occurrence in bags, so there was no blood exposure. Additional information: 3/3/2021 "the occurrences happened twice on lot # 0323692 and once on lot number 0323693. The samples were recollected same day on lot # 0323693. There were no issues after recollection. "